Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported sleeve steering issue and device operating differently than expected were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue (difficult to position) and device operating differently than expected could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended; however, a bent actuator mandrel and scratches on actuator coupler were identified. It is possible that there were procedural interactions (e.g. Patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed for the irregular sleeve steering. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the anatomy. Alignment and straddling were confirmed; however, the cds did not steer correctly, and it was believed that the alignment was not correct. The cds was removed and replaced. Two clips were implanted with the same guide, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.